Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed. Device not available.

Event description:
Leakage was noted during preparation before the surgery. The location of hole is unknown. The location of hole is unknown. User training is scheduled to be done. There was no surgical delay and no adverse consequence to the patient. No further information was provided by the hospital. The product will not be returned to your site.

Manufacturer narrative:
Updated UDI -- (B)(4). Complaint sample was not returned to codman; therefore, an evaluation of the device could not be performed. A review of the device history record found no discrepancies when the device was released to stock. The cause(s) of the difficulty reported by the customer could not be determined; however, it should be noted that this tubing was used with a ji2000, which is not recommended for use with this tubing set. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.